Manufacturer narrative:
Concomitant devices ((B)(6) 2011): angioguard rx embolic protection device, catalog number 701814rmc, lot number 70910506. Concomitant medications ((B)(6) 2011): heparin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure. The report received from the (B)(4) study indicated that approximately one month post-procedure, the patient returned with an unsteady gait and was diagnosed with a left cerebellar hemispheric ischemic stroke. Pta was performed on an 85% occluded lesion in the ostium of the left internal carotid artery of 25mm in length in a 7.0mm vessel diameter. The lesion was eccentric and ulcerated with mild vessel tortuousity. A 7mm medium support angioguard embolic protection device was successfully deployed at the lesion which was pre-dilated before a 9x40mm precise pro rx stent was deployed. The residual diameter stenosis measured 0%. The angioguard was successfully removed and there was no debris found in the basket. There was no dissection documented during the procedure or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient was discharged with mild weakness when walking. A 6 fr size sheath introducer was used during the index procedure. There was a tight seal between the sds and the tuohy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user also aspirated prior to contrast injections. No thrombus was noted pre or post-deployment. The patients medical history includes hyperlipidemia, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14137374 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14137374. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The report received from the (B)(4) study indicated that approximately one month post-procedure, the patient returned with unsteady gait. A left cerebellar hemisphere ischemic stroke was diagnosed. The patient was referred to physical therapy. The patient was discharged with mild weakness when walking and was recommended to continue outpatient physical therapy. Pta was performed on an 85% occluded lesion in the ostium of the left internal carotid artery of 25mm in length in a 7.0mm vessel diameter. The lesion was eccentric, ulcerated and with mild vessel tortuousity. A 7mm medium support angioguard embolic protection device was successfully deployed at the lesion was pre-dilated before a 9x40mm precise pro rx stent was deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and there was no debris found in the basket. There was no dissection documented during the procedure or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient had no known allergies to nitinol, nickel or titanium. A 6 fr size sheath introducer was used during the index procedure. There was a tight seal between the sds and the tuohy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user also aspirated prior to contrast injections. No thrombus was noted pre or post-deployment.